Event description:
Sorin group (B)(4) received a report that during priming, the s5 pump display and control panel turned off. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. Sorin group (B)(4) stated that it is possible the cables in e/p pack may have been routed incorrectly resulting in a cable lying nearby the switch that could cause the unit to power off at the time of the incident. Later, the cables of the unit were checked and no problems were found. No further action is deemed necessary.